Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual: "has anyone had vns but failed to work for you. I had vns put in 2 yrs ago if anything it has made my seizures worse there has been no improvement from the vns just wondered if anyone has had the same experience?" And "should I get my vns removed? Ive had my vns in for a yr now its not working its only made the seizures worse. Im at 1.75 and cant go any higher as I cant tolerate it..I feel like I might as well have it removed if its not workin". No further relevant information has been received to date.